Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states that the customer called stating her dad was going down 2 small carpeted stairs. The left rear leg snapped in half in the middle and her dad fell backwards. He did not report any injury. MDR filed.